Event description:
It was reported that the insulin pump alarmed no delivery on several occasions. The customer also stated that the adhesive on the infusion set was not sticking, and because of this, she had to change out 5 infusion sets earlier than intended. She also reported a broken belt clip. She declined to provide the blood glucose reading and requested replacements of the supplies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.